Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was created as (B)(4). The service log review revealed a delivery failure alarm due to main supply voltage out of tolerance (valid range: 2435 to 4075 counts) (actual value: 2431 counts) followed by a low battery alarm. This is an error as the low battery alarm should alert the user prior to the delivery failure alarm. It was recommended to the distributor to replace the smart battery due to the service log findings. This medwatch report is being submitted as delivery failure due to smart battery fuel gage drift was determined to be a reportable malfunction. This condition will be tracked and trended under the company's quality system.

Event description:
On (B)(6) 2018, a mallinckrodt internal employee discovered a delivery failure alarm due to main supply voltage below tolerance followed by a low battery alarm during routine service log review for inomax dsir (B)(4). There was no complaint alleged against this device. This match was found during routine review of preventative maintenance service logs of a device from germany.